Manufacturer narrative:
Philips cannot determine if the reported damage from the fall represents a malfunction.

Event description:
It was reported to philips that the yellow charge button is broken on the external paddles as it fell during a transfer. There was no patient involvement.